Event description:
Surgeon was using a laparoscopic babcock (disposable) during this case when it wouldn't open. He then saw the coating was not intact. He removed the instrument from the sterile field including the piece of coating that was broken from the instrument.